Event description:
It was reported by a customer on (B)(6) 2011, the fiber cap detached inside of the pt at an unk amount of joules. Per the customer, the fiber tip (cap) was retrieved with grasping forceps. The pt did not experience any difficulties due to this event. A forward firing condition was observed with the aim beam. There were no observations leading up to the incident. There were no error codes displayed on the console.

Manufacturer narrative:
(B)(4).